Manufacturer narrative:
The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Examination of the returned instruments confirms the reported observation. The root cause is attributed to wear out and misuse. The leaf spring is visibly bent and the instrument has been heavily and inappropriately impacted on all sides. The device was manufactured in (B)(6) 2002 and is more than 14 years into distribution. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the summit universal broach handle was not possible as it was not returned. A complaint database search found other related complaints against this product. The root cause in the previously reported complaints were due to product wear out and or user error/misuse. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Sterilization department was informed handle is no longer firmly holding on to broaches.